Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery continuously. He believed there was something wrong with the motor. No matter what infusion set or site he used the insulin pump alarmed no delivery. The customer stated that he changed the new reservoirs and used new insulin. He took the plunger and pushed insulin through the tube and then inserted the reservoir in the insulin pump but it did not push through. Customer's blood glucose level was above 200 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.